Manufacturer narrative:
E1 (B)(6). E2: yes. E3: physician. H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim (B)(4). See claim (B)(4) for fellow eye.

Manufacturer narrative:
Claim (B)(4). See claim (B)(4) for fellow eye.

Event description:
A facility representative reported that an implantable collamer lens was implanted, the patient began to experience uncomfortable vision at close range. At a later date the lens was explanted and the problem resolved. Cause of the event was reported as unknown.